Event description:
It was reported that a patient presented to the emergency room. Device interrogation revealed backup mode on the implantable cardioverter defibrillator (ICD). The ICD was restored back to normal settings. The patient condition was stable.